Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stood up and fell over roughly a month ago. Patient stated that he noticed a change in therapy after the fall. Connectivity and impedance check was completed. Electrodes 10, 13, 14 and 15 were out of range. The lead placement was revised and a new lead was implanted on (B)(6) 2021. Issue was resolved.